Event description:
It was reported that a solution set was missing its roller clamp. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection verified that the roller clamp was missing. The cause of the problem is human error at the production level. A CAPA has been opened to further address this issue. Should additional relevant information become available, a supplemental report will be submitted.